Event description:
It was reported that the lead had low impedance measurement, intermittent loss of sensing, and a non-retractable setscrew. A bend was seen between the distal and proximal portion. The patient received multiple shocks. The lead was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found no continuity between the is-1 pin and the helix. X-ray analysis showed the distal coil was separated from the helix assembly shaft. It was found that the distal coil was not properly welded to the helix shaft. The anomaly found relates to the reported event and resulted from a workmanship anomaly.